Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device; product ID: 3537, serial# unknown, product type: programmer, patient correction made to lead model number, correct product ID 3057. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. Product ID: 3537, serial# unknown, product type: programmer. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was unsure what they should be feeling in terms of stimulation. The patient was educated on stimulation sensation. A second call from the patient indicated that they were having diarrhea the day prior to the call and that they were afraid that it had stopped working because the patient was not feeling stimulation continuously throughout the night. Follow-up with the patient determined that the patient was still having loose bowels and that the patient had tried increasing stimulation on the left side because they were not feeling stimulation, but the patient encountered an error message. The patient was assisted with changing to the right side and encountered the error message after increasing to 1.0. The patient was very concerned that they were not able to increase stimulation further and thought that maybe something had moved. A final call from the consumer indicated that the wires had come out and the patient was not able to reach their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.